Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex round moderate profile 250cc, catalog number 3542635, lot number 71682. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with a saline mentor smooth round high profile 420cc breast implant developed left side baker grade iii capsular contracture, left side delayed onset seroma and MRI confirmed deflation of the left breast implant that was observed in (B)(6) 2018. The patient is concerned for bia-alcl and wants to get the capsules tested. It is unclear whether the patient had the seroma fluid tested or not. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient underwent device removal. On (B)(6) 2019, the date of explantation was identified as (B)(6) 2019.

Manufacturer narrative:
On 4/10/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional information received on 4/17/2019 indicated the patient had two fluid aspirations. The first was 220cc of fluid, but did not test for cd30 or alk. The second they took 60cc and claimed they did not have enough to test for bia alcl. Manufacturer¿s reference number: (B)(4).